Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift¿. Approximately three months post-injection, patient developed a "clearly visible nodule on the lip". Physician attempted to dissolve with hyaluronidase. Two weeks later, patient returned with the nodule still present. Physician believes this to be a delayed inflammatory reaction. Symptoms are ongoing.